Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). Four complaint devices were received for evaluation. There were two devices on this complaint and two on (B)(4). The four devices were all in the same package and there was no identification as to the lot numbers of the devices. Visual observation does not indicate any anomalies on the device. There is some discoloration observed under magnification on the tip. Information from the supplier indicates that this discoloration is as a result of activation of the device in a saline solution. The result of this activation may result in the discoloration on the active tip of the device and is considered normal. All electrodes have a functional final test performed by the supplier in a saline solution before being shipped to the customers. We believe this to be anomaly and a one off incident. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint ((B)(4)) for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that prior to a subaccromial decompression, the tip of the electrode is rusty. The procedure was completed with same like product with two minute delay.